Event description:
The customer reported that the device failed to power up. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported that the device failed to power up. There was no reported adverse pt impact. The customer evaluated the device and found that the power pca caused the malfunction. A replacement power pca was sent to the customer. As of (B) (6) 2010, there have been no further reports of a failure to power up with this device.